Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose level as well as low blood glucose level. Blood glucose level at the time of the incident was over 600 mg/dl and over 20 mg/dl. Customer was treated with manual injection for high blood glucose level and treated with glucagon shot for low blood glucose level. Customer allege insulin pump was under delivering. Troubleshooting was in performed. The device will not be returned for analysis.